Event description:
I use abbott's continuous glucose monitor and its sensors. I have had multiple issues with their sensors and their quality is poor. Once I called abbott support, I was told things that were potentially false and misleading. A) that the industry standard to allow measurement readings was 30%. When asked for documentation to be sent, they said they had none on file. This is a non-compliance. B) the documentation says that the allowed variance is 15%. On the call, they say they are allowed 20% and only after the second day. This is false information and untrue. C) they have claimed it takes 24 hours to stabilize readings. They could not point to any documentation provided to the consumer to say this. This is false information in two areas. The sensor is supposed to work for 14 days. It actually works for 13 days and 23 hours for readings. If we remove the first day as the readings are not usable, then it only works for 13 days. This is false information/advertising. Second, they claimed that while taking the reading, if the direction of the arrow is not horizontal, it means that the reading is not usable as it is indicating a trend. Medication and treatment is dependent on the direction, and this is inherently false, and not mentioned in any document. Fundamentally, this is wrong on so many fronts and levels. If I had taken insulin or glucose on these wrong levels, I would have significant issues and the treatment would not work. Further, they said it was the doctor's responsibility if the sensors do not work as intended - the classic move by organizations to shirk their responsibility. The issue ticket with abbots was raised today 11/14/12023 with the call ending at 12:15 pm cst, ticket/complaint number (B)(4). Cgm (continuous glucose monitor) sensor not working within the rated range and approved conditions. 13-nov-2023, cgm readings.